Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2023). .

Event description:
It was reported that during a port procedure via internal jugular vein, the peel away sheath allegedly broke into pieces. It was further reported that the physician removed the broken pieces from the patient and was able to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during a port procedure via internal jugular vein, the peel away sheath allegedly broke into pieces. It was further reported that the physician removed the broken pieces from the patient and was able to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one fully peeled 8.0fr peel-apart sheath was returned for evaluation. Gross visual and microscopic visual evaluations were performed. One electronic photo was received for review. The investigation is confirmed for the reported material separation issues, as the peeled sheath shaft was received detached from the t-handle. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2023), g3, h6 (method) h11: h6 (device, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.